Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat an unknown lesion. The 3.0 x 38 mm esprit btk system was advanced however failed to cross the lesion and the scaffold was damaged and dislodged. Another same size esprit btk was used to adhere the first scaffold to the wall of the vessel. No additional information was provided.